Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) migrated after one day of being implanted causing a visible bulge on the patient. A revision surgery was performed to replace only the reservoir. No patient complications were reported.